Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and air bubbles anomaly. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised there were many large air bubbles inside the reservoir. Customer declined to troubleshoot high blood glucose levels and believed the air bubbles resulted in high blood glucose levels. Customer advised they would keep the insulin inside the refrigerator. Customer was advised to keep the insulin pump at room temperature in order to avoid air bubbles.